Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, who noted at least three occurrences of the same malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, instructed the customer to use multiple daily injections (mdi) as backup therapy, and guided them on returning the faulty pump with a pre-paid label within 10 days.